Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. There were no anomalies found. Concomitant products: (B)(4) implantable pacing lead. (B)(4).

Event description:
It was reported that starting a week after implant, impedance values were missing from the automatic lead trend. Manual measurement of impedance was also not possible. It was also noted that there was oversensing on the atrial channel and double r-waves and crosstalk oversensing on the ventricular channel. There did not appear to be a connection issue and measurements of the leads were acceptable via analyzer, therefore, the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the lead impedance data was missing/invalid. In addition, further testing was performed on the returned device and analysis was inconclusive. Testing and evaluation of the hybrid reported normal operation with nominal current drain and functionality. Temperature testing was performed on the device for 72 hours at approximately 37ºc. No abnormal behavior or condition was observed. The hybrid was fully functional, and the cause of the impedance anomalies was not determined.